Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00798 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the impedance became unstable after the fifth ablation treatment. The leveen needle electrode was withdrawn from the patient and the insulation was found to have peeled. It is not known if the insulation peeled inside the patient. The procedure was completed with another manufacturer's electrode (cool tip) and generator. A rf 3000 radiofrequency generator complaint was opened based on information received by the account on (B)(6) 2011 which indicated that roll-off had not been achieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.